Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received off no power alarm and failed battery test alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the off no power alarm and this was not the second occurrence of without low battery warning. The customer reported that the they did not received failed battery test after tightening the pump. The customer declined troubleshoot for replace battery now alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.